Manufacturer narrative:
Physician reported a patient undergoing femtosecond laser-assisted cataract surgery had a capsule tear during cataract surgery. The device history record for the lens was reviewed. No issues were noted. The lens remains implanted in the patient's eye. The surgical video of the lens implantation was provided. The video did not show when the tear had occurred, although it was noted that capsular tags were present and appeared to complicate the capsulotomy step of the cataract procedure, prior to crystalline lens removal and light adjustable lens insertion.

Event description:
Physician reported a patient undergoing femtosecond laser-assisted cataract surgery had a capsule tear during cataract surgery.